Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The visual summary analysis of the lead indicated damage at implant. The analyst noted blood was visible on the helix and the distal lv (low voltage) electrode. After removal of the blood, the analyst noted the helix was able to extend and retract but was stretched out of specification. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead helix would not extend in the patient's body. The lead was removed and after an excessive number of turns, the helix began to extend slightly. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.